Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl with ketones. The customer vomited. A correction bolus was delivered via the pump to address the bg level. The customer did not know what caused the high bg level. Tandem technical support advised the customer to contact a healthcare provider to discuss the high bg level.